Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on (B)(6) 2023. During preparation, when the balloon was attempted to be inflated, there were holes noticed. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code a041001 captures the reportable event of balloon pinhole.